Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22-dec-2025, it was reported by a sales representative via (B)(4) that an ar-8500foe burr broke upon making contact with the bone. Discovered during the case, device swapped, and case completed with no patient effect.